Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2008, the pt reported experiencing air bubbles in his insulin cartridge. He stated that he does not always allow his insulin to warm to room temperature before use. He stated that he does prime air bubbles out when the insulin cartridge is inserted into the infusion device. He stated that today, the same day, his blood glucose was elevated to 432 mg/dl at 11:40am and he bolused 6.0 units of insulin. At 1:00pm, he noticed air bubbles in the insulin cartridge. He removed the infusion tubing, and primed the air bubble out through the adapter, and re-attached the infusion tubing, and bolused 3.5 units of insulin at 2:12pm and 2 units of insulin at 2:52pm. He was advised that the proper procedure is to disconnect from the infusion site, and to prime through the infusion tubing. At approx. 3:35pm, his blood glucose measured 328 mg/dl. Upon follow up on four days later, the pt stated that he changed his insulin cartridge, and he allowed it to reach room temperature before use. He has no further issues with air bubbles, and his blood glucose returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.